Event description:
No bodily harm was done. The pad would not turn off and it overheated. The customer unplugged the blanket.

Event description:
Customer complaint - limited data available no bodily harm was done. The pad would not turn off and it overheated. He unplugged the blanket.